Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator. After the elective replacement indicator was cleared, normal device function resumed. The patient would continue to be monitored. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.